Event description:
Healthcare professional reported that after injection in an unspecified area with an unspecified number of syringes of "juvederm voluma," the pt experienced "redness at the injection site as if" the pt "had just been injected" and "pain and tenderness". Pt was treated with antibiotics approximately 2 months and 1 week after injection. Pt stated that "the symptoms are worse after the antibiotics." Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of redness, pain, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Adverse events: per table 1: treatment site responses by maximum severity occuring in greater than 5% of subjects after initial treatment (n=265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness". "Device- and injection related adverse events occurring in less than (B)(4) of subjects included injection site hypertrophy (B)(4), nodule (B)(4), inflammation (B)(4), injection site anesthesia (B)(4), injection site erosion (B)(4), contusion (B)(4) and syncope (B)(4). Post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009". "As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities". "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery".